Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support that the ultrafiltration (uf) goal increased by itself towards the end of a patient¿s treatment on a fresenius 2008k2 hemodialysis (hd) machine. The biomed confirmed the patient was able to complete their treatment on the machine. No other treatment details were provided by the biomed. Additional information was obtained through follow up with the patient care technician (pct) who was on the treatment floor at the time of the event. The pct confirmed the patient¿s uf goal started to rise towards the end of the patient¿s treatment. The pct stated the up/down arrow keys were not used or touched; the uf goal had changed independently. To prevent too much fluid from being removed, the uf had to be turned off manually. The patient did not have any complaints or symptoms during or after the treatment, no extra treatment was needed, and no medical intervention was required. The pct also confirmed that the patient completed their treatment. However, due to the reported uf issue, the incorrect amount of fluid was removed from the patient. The patient¿s uf goal was 3.5 kg, and the amount removed was 2.6 kg. Their pre-treatment and post-treatment weights were 76.2 kg and 73.6 kg, respectively. There were no adverse effects experienced as a result of the reported event. The patient is reportedly continuing their hd treatments without any further issues. Following the completion of treatment, the 2008k2 machine was pulled from service for evaluation. The biomed reported that the machine passed all testing. No parts were replaced or calibrated. The biomed confirmed that the uf pump was operating correctly. After the evaluation was completed, the machine was returned to service and there have been no further issues since.